Manufacturer narrative:
The customer called in to report that the screen was frozen. The customer cancelled repair. No further service provided by philips. The customer cancelled repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was frozen. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the screen was frozen. The investigation is ongoing.